Event description:
It was reported that the patient experienced inadequate stimulation. The patient underwent a procedure wherein the ipg and lead were explanted and fragments were retained in the patients body. Unretrieved device fragments will be removed once the patient gets implanted. The patient was doing well postoperatively and all explanted components were not returned.

Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336500, model: sc-8336-50, serial: (B)(4), batch: 18174226.

Event description:
It was reported that the patient experienced inadequate stimulation. The patient underwent a procedure wherein the ipg and lead were explanted and fragments were retained in the patients body. Unretrieved device fragments will be removed once the patient gets implanted. The patient was doing well postoperatively and all explanted components were not returned. Additional information was received that the unretrieved device fragments were removed from the patients body.